Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. Ileus and abscess are known complication of a peg tube/j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient went to the emergency room (ER) for abdominal pain. She was admitted to the hospital. On (B)(6) 2019, an endoscopy was performed, which showed a paralytic ileus and abdominal abscess. The peg tube was used to drain the intestinal contents. The duopa therapy was suspended on (B)(6) 2019. The patient's abdominal pain was treated with morphine patches. On an unknown date, the j-tube was removed. The patient was placed on parenteral nutrition until the ileus and abscess resolve.